Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot number is as follows: medical device lot #: 5251707, medical device expiration date: 01/31/2017, device manufacture date: 09/08/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfilling. No report of serious injury or medical intervention.